Event description:
Same event as MFR report #: 2134265-2008-01220 and 2134265-2008-01221. It was reported that during preparation for a percutaneous nephrolithotomy ( pcnl) procedure for treatment of kidney stones, the guide wire became non-sterile. According to the customer, when opening the amplatz super stiff guide wire, the wire "pops out" and becomes non-sterile. The event occurred outside of the pt and the guide wire was not used. The procedure was successfully completed with another of the same device. No pt complications were reported.

Manufacturer narrative:
.